Event description:
Synvisc flare [joint inflammation] ([knee effusion], [knee pain], [knee swelling]). Case narrative: additional information was received on 29-may-2018 from the physician, this case initially considered as non-serious was upgraded to serious (seriousness criterion of medically significant was added). Based on additional information received on 01-may-2018, this case became medically confirmed. This case is cross-referenced with case ID (B)(4). This unsolicited case from australia was received on 23-apr-2018 from the non-health care professional. This case involves a male patient of age less than 25 years patient who received treatment with synvisc one and after unknown latency the patient had synvisc flare. No medical history, past drugs, concomitant medications, concurrent condition was provided. Patient had no known risk factors. On (B)(6) 2018, the patient initiated treatment with intra-articular of synvisc one, injection at the dose of 6 ml, once (lot number: 6rsl022za; expiration date: may-2019) for left knee chondropathology. On unknown date in (B)(6) 2018, the patient had effusion. Patient outcome was unknown as he had not been assessed by the doctor in a follow up appointment. Patient had left knee pain and swelling in the following days. On an unknown date in (B)(6) 2018, the patient experienced synvisc flare (latency: unknown). Patient improved with ice and paracetamol. On (B)(6) 2018, the patient was clinically reviewed and the flare and original knee pain resolved. Action taken: no action taken. Corrective treatment: ice and paracetamol. Outcome: recovered . A pharmaceutical technical complaint was initiated with global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Reporter causality: probably related . Seriousness criterion: medically significant additional information was received on 24-apr-2018. Ptc (pharmaceutical technical complaint) results were added. Text was amended accordingly. Additional information was received on 01-may-2018 from a medical doctor. Case became medically confirmed. Suspect product was updated. Clinical course was updated and text was amended accordingly. Follow up information was received on 01-may-2018. No new information was received. Additional information was received on 29-may-2018 from the physician. Product information (indication, dose, lot number and expiration date) was updated. Additional event of synvisc flare was added with details. Additional symptoms of knee pain and swelling were added with details. Previously captured event of effusion was updated to symptom. Action taken was updated. Reporter causality and seriousness criterion was added. Clinical course was updated and text was amended accordingly. Upon internal review on (B)(6) 2019 with the clock start date of (B)(6) 2018 the malfunction field incorrectly captured as 'yes' was removed.

Event description:
Synvisc flare [joint inflammation] ([knee effusion], [knee pain], [knee swelling]). Case narrative: additional information was received on (B)(6) 2018 from the physician, this case initially considered as non-serious was upgraded to serious (seriousness criterion of medically significant was added). Based on additional information received on (B)(6) 2018, this case became medically confirmed. This case is cross-referenced with case ID (B)(4) (same reporter). This unsolicited case from (B)(6) was received on (B)(6) 2018 from the non-health care professional. This case involves a male patient of age less than 25 years patient who received treatment with synvisc one and after unknown latency the patient had synvisc flare. No medical history, past drugs, concomitant medications, concurrent condition was provided. Patient had no known risk factors. On (B)(6) 2018, the patient initiated treatment with intra-articular of synvisc one, injection at the dose of 6 ml, once (lot number: 6rsl022za; expiration date: may-2019) for left knee chondropathology. On unknown date in (B)(6) 2018, the patient had effusion. Patient outcome was unknown as he had not been assessed by the doctor in a follow up appointment. Patient had left knee pain and swelling in the following days. On an unknown date in (B)(6) 2018, the patient experienced synvisc flare (latency: unknown). Patient improved with ice and paracetamol. On (B)(6) 2018, the patient was clinically reviewed and the flare and original knee pain resolved. Action taken: no action taken. Corrective treatment: ice and paracetamol. Outcome: recovered. A pharmaceutical technical complaint was initiated with global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Reporter causality: probably related. Seriousness criterion: medically significant. Additional information was received on (B)(6) 2018. Ptc (pharmaceutical technical complaint) results were added. Text was amended accordingly. Additional information was received on (B)(6) 2018 from a medical doctor. Case became medically confirmed. Suspect product was updated. Clinical course was updated and text was amended accordingly. Follow up information was received on (B)(6) 2018. No new information was received. Additional information was received on (B)(6) 2018 from the physician. Product information (indication, dose, lot number and expiration date) was updated. Additional event of synvisc flare was added with details. Additional symptoms of knee pain and swelling were added with details. Previously captured event of effusion was updated to symptom. Action taken was updated. Reporter causality and seriousness criterion was added. Clinical course was updated and text was amended accordingly.